Manufacturer narrative:
D9: date returned to mfg.: 10/31/2024 received one device, initial customer report indicates that the air sensor alarm was not working, during air detector test was found the device detects air in cassette, the main complaint is not confirmed, during visual inspection a/d screen was found that downstream occlusion sensor (dso) was not working properly, it was replaced with a new dso sensor. During visual inspection was found that dso sensor seal was degraded and was replaced with a new dso sensor seal. The performance verification test was performed visual inspection all pass.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an air in line alarm. There was no patient involvement and no patient harm/adverse event was reported.